Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to pain. Update rec'd 01/12/2017 litigation received. There is not new information that would change the existing MDR decision. Complaint was updated 01/22/2017. Update jul 11, 2017: medical records received. There are no new allegations. After review of the medical records for the MDR reportability, patient was revised due to metal synovitis and elevated cobalt. Revision notes reported approximately 90% deficient abductor, atrophic posterior and superior gluteus medius with evidence of some heterotopic ossification in the region of the greater trochanter, creamy white fluid consistent with acute lymphocytic response. Surgical pathology reported a dense fibrous tissue with focal necrosis and focal chronic inflammation. Laboratory results for cobalt-chromium levels were above 7ppb. Lot numbers updated. Added stem for the reported elevated ions. Added complainant information. This complaint was updated on jul 26, 2017.

Manufacturer narrative:
3 product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Manufacturer narrative:
Product complaint # ==> pc-000099279 investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> null device history batch ==> null device history review ==> null if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: patient was revised due to pain. Update rec'd 01/12/2017 litigation received. There is not new information that would change the existing MDR decision. Complaint was updated 01/22/2017 update jul 11, 2017: medical records received. There are no new allegations. After review of the medical records for the MDR reportability, patient was revised due to metal synovitis and elevated cobalt. Revision notes reported approximately 90% deficient abductor, atrophic posterior and superior gluteus medius with evidence of some heterotopic ossification in the region of the greater trochanter, creamy white fluid consistent with acute lymphocytic response. Surgical pathology reported a dense fibrous tissue with focal necrosis and focal chronic inflammation. Laboratory results for cobalt-chromium levels were above 7ppb. Lot numbers updated. Added stem for the reported elevated ions. Added complainant information. This complaint was updated on jul 26, 2017. / / investigation method: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot codes were not provided. The reported event is considered one of the possible complications of joint replacement. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. - without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. - the device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. - from the event information received, it was not possible to determine the relationship of the device to the reported event. / / investigation summary: patient was revised due to pain. Doi: unknown - dor: (B)(6) 2015 (left hip) no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot codes were not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.